Event description:
It was reported that the lead impedance had increased. About a week later at a follow-up, the impedance was in range. The vibration feature was turned back on and the patient was told to call if it vibrated again. The physician will continue to monitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.